Manufacturer narrative:
H.6. Investigation summary: catalog: 442023 batch no.: 3102725. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic), there was one occurrence of a molecular false positive. No patient impact. The following information was provided by the initial reporter: "fx 442023_3102725 - molecular fp. Biofire result was a dual positive: strep spp., c. Tropicvalis. Culture result: strep dysgalactaie gram stain: gram positive cocci no discrepant results reported, no treatment change."

Manufacturer narrative:
G5: PMA/510(k)#: k222591. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic), there was one occurrence of a molecular false positive. No patient impact. The following information was provided by the initial reporter: "fx 442023_3102725 - molecular fp. Biofire result was a dual positive: strep spp., c. Tropicvalis. Culture result: strep dysgalactaie; gram stain: gram positive cocci; no discrepant results reported, no treatment change."